Event description:
In 2009, the pt reported she has an air bubble in her insulin infusion set tubing that she cannot remove. She stated this has resulted in elevated blood glucose. The call was lost and several attempts to contact the pt were unsuccessful. Six days later, the pt stated the air bubbles are an ongoing issue. She said her blood glucose is erratic ranging from 55 mg/dl to 217 mg/dl. She said she has a lot on her mind, is depressed and has other health issues. She stated she thinks her infusion device is properly working and her readings are caused by her nerves. She said she has an appointment with her endocrinologist tomorrow and she was advised to discuss her basal rates and insulin to carb ratios. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.